Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient presented to the clinic on (B)(6) 2024 and programming changes were made. The patient was asymptomatic.